Event description:
According to the reporter: the needle on the endostitch reload came off of the suture while bein used in the procedure. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. Additional information requested via email.

Manufacturer narrative:
(B)(4).